Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil lp and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil lp was stuck in the lantern and would not advance. The ruby coil lp then unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil lp was removed. The procedure was completed using a new coil and a new microcatheter. There was no report of an adverse effect to the patient.